Event description:
Health professional reported to allergan the event as "defective" and was replaced. This didn't occur during the primary surgery but was subsequent to that. A product field note was provided to the facility to obtain details on the case. Follow-up findings: the event was reported as, "unable to fill band. Attempt made with fluoro; port is tilted and surrounded by a capsule; unable to access over with fluoro. Pt booked for port revision." On the diagram of the port, notation was made that, "methylene blue injected into port following removal and leakage noted underneath port." The access port was exchanged for a b-20103.

Manufacturer narrative:
Taper ii. The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the reported event of difficulty adding / removing saline as follows: "it is important to remove any additional saline via the access port so no air will enter the lap-band system, compromising later adjustments. Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device." Device labeling addresses the reported event or irritation/inflammation as follows: "contraindication(s): the lap-band sys is contraindicated in: pts with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease." Device labeling addresses the reported event of a capsule as follows: "the band can be unlocked, removed and/or repositioned if necessary. The band is usually surrounded by a thin, clear capsule. After entering the abdomen via laparotomy or a laparoscopic approach, cut open the capsule and unlock the band as described previously, reposition the band, and complete the band placement as previously described."